Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the backflow of blood was not observed from the drip hole when the angio-seal device assembly was inserted into the artery. The device was then removed and replaced with another angio-seal device to continue the hemostasis procedure, and the hemostasis was successfully achieved by the second device. There was no health damage to the patient. Estimated blood loss was less than 250cc's. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no patient injury/medical or surgical intervention. There was no other devices or equipment used with the reported product.